Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that some green particles of the subject guidewire coating peeled off during introduction of the wire into the wire introducer. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu, and continuous flush was set up and maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during introducing of the guidewire (subject device) into the introducer, some green particles of the coating was noted to be peeled off. The physician claimed that the wire introducer could caused the issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during introducing of the guidewire (subject device) into the introducer, some green particles of the coating was noted to be peeled off. The physician claimed that the wire introducer could caused the issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.